Manufacturer narrative:
Product event summary: the ventricular assist device (vad) driveline cable was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via log analysis which revealed 106 high watt alarms and two electrical fault alarms logged since (B)(6) 2017. The first electrical fault alarm occurred on (B)(6) 2017 at 19:43:10 due to an overcurrent condition on the front stator. This resulted in the vad running on a single stator (rear only). The electrical fault alarm never cleared, remaining active throughout the event. A high watt alarm was logged on (B)(6) 2017 at 19:43:11. The overcurrent condition caused the power to increase above the power limit set by the user (eight watts), triggering the high watt alarm. Multiple high watt alarms were recorded until (B)(6) 2017. On-site inspection of the driveline cable confirmed the reported crimping; a splice repair was performed to mitigate the reported conditions. The vad successfully restarted on dual stator and the event was resolved. Additionally, degradation of the driveline outer sheath was also observed. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the most likely root cause of the reported event can be attributed, but not limited to driveline sheath damage due to uv light exposure and/or due to improper handling which could have led to the crimping of the driveline cable. Concomitant medical products: 429688 lead implanted (B)(6) 2013. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The driveline cable was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via log analysis which revealed 106 high watt alarms and 2 electrical fault alarms logged since (B)(6) 2017. The first electrical fault alarm occurred on (B)(6) 2017 at 19:43:10 due to an overcurrent condition on the front stator. This resulted in the pump running on a single stator (rear only). The electrical fault alarm never cleared, remaining active throughout the event. A high watt alarm was logged on (B)(6) 2017 at 19:43:11. The overcurrent condition caused the power to increase above the power limit set by the user (8 watts), triggering the high watt alarm. Multiple high watt alarms were recorded until (B)(6) 2017. On-site inspection of the driveline cable confirmed the reported crimping; a splice repair was performed to mitigate the reported conditions. The pump successfully restarted on dual stator and the event was resolved. Additionally, degradation of the driveline outer sheath was also observed. Internal investigation investigated driveline sheath damages due to uv degradation. Based on the available information, the most likely root cause can be attributed, but not limited to driveline sheath damage due to uv light exposure and/or due to improper handling which could have led to the crimping of the driveline cable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. In addition, failure to ensure a secure connection between the driveline and controller may cause an electrical fault. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU and patient manual caution the user to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that a patient developed electrical faults and high watt alarms at home. He was admitted to the hospital on (B)(6) 2017 where the site noted that the patient had two areas of his driveline (dl) that were severely crimped. A preliminary review of the controller log files confirmed the reported alarms and that the pump had been running on a single stator. The patient underwent a splice repair on (B)(6) 2017. Pictures provided of the patient's dl appear to confirm the reported crimping. The patient was heparinized with vasopressors ready at his bedside for the repair. The repair was completed with a pump off time of approximately one minute with the successful re-start of the patient's pump in dual stator mode. The patient is reported to have remained conscious throughout the procedure.